Manufacturer narrative:
Concomitant medical products: endurante stent graft; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment. Aortic measurements were as follows: maximum aaa diameter 78mm, neck length 15mm with a proximal aortic neck angulation of 58 degrees. However, it was reported that approximately 3 years post index procedure, the patient had an aortic cuff and 4 endoanchors implanted to treat migration of the previously implanted stent graft and a type ia endoleak. The procedure was successful, and the event was resolved. No additional clinical sequalae were reported.